Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer plugged the pump to charge when it was at 55% battery life 20 minutes later the charged had dropped to 10% battery life. The customers blood glucose (bg) level was not impacted. During troubleshooting with tandem technical support, review of the pump data revealed that the pump battery depleted from 55% to 15 % in 20 minutes. It was indicated that the customer would use a backup pump as alternate insulin therapy.